Manufacturer narrative:
The actual devices in question, two 5f 145 degree pigtail catheters, were returned to merit medical systems for evaluation. Visual examination of the catheters confirmed that both units were kinked directly below the fuse zone. Processing records were evaluated for abnormalities and no unusual circumstances were noted. Further investigation of the complaint log revealed that no other complaints have been filed for this lot number. The propensity toward catheter damage due to aggressive handling, stretching and torquing is exacerbated with the use of smaller size catheters, such as the subject 5f catheter. Even with these issues, many physicians prefer using small diameter catheters because they believe the clinical benefits outweigh associated risks. Based on the preceding factors, merit cannot determine a root cause but believes the event is unlikely to have been caused by a product problem and now considers the matter closed. Merit will continue to monitor events of this type to ensure that no increasing trends occur.

Event description:
When introducing the catheter, the physician noticed that it was not going through the artery easily. When he pulled back, the catheter was kinked. The experience was repeated with a second catheter on the same patient. There was no patient harm or injury that occurred as a result of this event. This report represents the second of the two devices that were reported to have kinked.